Manufacturer narrative:
Analysis of the device revealed that the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits mild devitrification at output window. The metal cap exhibits moderate char on surface. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. The probable root cause of the failure is heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. An evaluation code of operational context was assigned to this investigation.

Event description:
Analysis of the returned device revealed that the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge. Based on device analysis, the potential for forward firing may exist. No patient injury was reported.